Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump passed the rewind, basic occlusion and displacement test. There was no motor error alarm noted. The motor passed motor test. The pump had minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer's nurse reported via phone call of motor error with the customer's insulin pump. The customer's blood glucose level at the time of incident was 278 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.